Event description:
The tip of the spinewand was reported to have detached and remained in the patient's disc. There is no plan to reoperate to remove the fragment and there was no reported patient injury.